Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device lot had no anomaly in inspection. The customer returned a thunderbeat hand piece model tb-0535fc lot number kr986907 for the evaluation of "tip broke off". The user complaint of tip broken off was not confirmed; however, there was a separation of the teflon pad. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is severely worn as well as a portion of the teflon pad is separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit however there are char marks stained on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The exact cause of the event could not be exclusively identified. From the physical investigation result and past investigations, it is likely the intensively worn of the tissue pad phenomenon occurred by the following cause: the tissue pad was intensively worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The instructions for use includes the following descriptions relating to the reported event. The phenomenon of this reported event has been warmed by the instruction manual. Therefore, mishandling the device by user might have contributed to this event. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Due diligence for additional information was executed. There is no patient information available. Details of training on the techniques of this device, and whether the procedural tips and techniques were disseminated in the facility is unknown. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the beginning of a diagnostic laparoscopic liver biopsy procedure within five minutes, the device tip broke off. The broken tip did not fall in the patient but the tip was retrieved. There is no harm of adverse impact to the patient. Intended procedure was completed with another similar device with no delay. The device was inspected prior to use with no abnormalities and no cable damage observed. Generator settings and status of bundling of cords is unknown. The physician is experienced in the use of the device.

Manufacturer narrative:
The manufacturing date and the device history record for the actual device are now available. This supplemental report is being submitted to provide this information. The device history record review for the actual device confirmed that device conformed to specifications and that there were no abnormalities in manufacturing.